Event description:
Patient representative reported "rupture", "nodules", "suffering from significant pain in the breast area", "paresthesias regularly occur in the form of the arm falling asleep", "phychological strain", "mental complaints", "exhaustion", and "severe pain", 'suffers from the fear that may develop bia-alcl in the future". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, g2.

Event description:
Patient representative reported "rupture", "nodules", "suffering from significant pain in the breast area", "paresthesias regularly occur in the form of the arm falling asleep", "phychological strain", "mental complaints", "exhaustion", and "severe pain", 'suffers from the fear that may develop bia-alcl in the future". Later patient representative reported "pain" "axilla: tightness and stabbing pain", "paresthesia". This record is for the right side. Device remains implanted.